Event description:
It was reported that there was an air embolism. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The physician could not get backflow from the was and suspected that the tip of the was was positioned against the wall of the laa. The was was repositioned, and backflow was achieved. The wds was inserted but transesophageal echocardiogram (tee) imaging showed that there was air in the laa of the patient. The physician aspirated the air with syringe, but not all of the air was recovered. With no change in the patients condition the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. Tee imaging showed that there was air still present in the right superior pulmonary vein. The physician again aspirated the air but did not remove all of it from the patient. The physician determined that this was not urgent, and no other treatment or intervention was performed. The patient was kept in the ICU under observation before they made a full recovery and were discharged from the hospital.